Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the device failed insulation resistance electrical safety test due to scratch on the plastic distal end cover (c-cover), the adhesive around the light guide lens had a chip and was cracked and the section cover unit had corrosion due to water leakage. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had cementing defect on the bending section cover (a-rubber). Upon inspection of the customer¿s returned device it was observed, the adhesive on the a-rubber had foreign objects. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif-1100 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-1100 reprocessing manual chapter 5 "reprocessing of the endoscope¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.